Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen with an unknown concentration and at a dose of 260 ug/day via an implantable pump. The indication for use was not provided. It was reported that during normal use with a synchromed ii device, the patient experienced fluctuating itb spasticity symptoms. At the beginning these changes in spasticity were mainly dependent on the patient¿s body-position but ¿not¿ (now) it occurred sometimes independent of the body-position. It was further reported that according to the physicians feedback, the patient reported first fluctuating spasticity symptoms a bit more than one year ago (event date estimated). This occurred only during surfing, lying on the surf board, and not during daily life. The patient¿s different perceived spasticity symptoms were mainly related to activity and body-position. Other than the patient¿s body position, there were no additional known environmental, external, or patient factors reported that may have led to or contributed to the event. Diagnostic testing/troubleshooting and actions/interventions taken were reported that surgical intervention was planned as the operating room (¿or¿) was planning to check the intrathecal catheter. A revision of the catheter was planned for the (B)(6) 2018. At the time of this report, the issue was reported as unresolved and the patient¿s status was reported as alive-no injury. In regards to the patient¿s status reported as ¿alive-no injury¿ while experiencing spasticity, it was clarified that ¿no injury¿ was chosen as the patient had no injury from it. He had changes in symptoms but no injury. A return of product will be decided during the revision. No further complications were reported/anticipated.

Manufacturer narrative:
Updated to reflect solely adverse event. At this time there was no alleged product issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, implanted: (B)(6)2007 explanted: (B)(6)2017 product type: catheter. Device code (B)(4) no longer applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received which indicated that the revision of this issue took place on (B)(6)2017. As reported, the or date was changed from (B)(6)2018 to 2(B)(6)017 but was not related to the reported issue. The implanted catheter was severed close to the connection part of the spinal and the pump segment. Therefore, the responsible physicians decided to explant the entire catheter and replace it with a new ascenda catheter: 8780, lot: 0212933261. Parts of the explanted catheter were expected to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 a user report was received from swissmedic. The user report stated the patient had a loss of efficacy of the intrathecal baclofen pump with occasionally severe spasticity and "v.a. System dysfunction." Intraoperatively on (B)(6) 2017 revision catheter interruptions were noticed before entry into the spinal canal. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter revealed a broken catheter body. If information is provided in the future, a supplemental report will be issued.